Event description:
The customer reported that the system went down during a case.

Manufacturer narrative:
(Conclusions) - the investigation found a defective fru power tray. After the replacement of the power tray, the system was operational. The failure rate of this part is within expectations. There is no need for mandatory filed action. (B)(4).